Manufacturer narrative:
(B)(4). A batch review of potentially associated lot numbers involved in this event will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13e17016 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. If there is any additional relevant information from that review, a supplemental medwatch will be filed.

Event description:
This is report 4 of 4 involved in this event. This is a report of a patient who experienced peritonitis and passed away coincident with therapy for peritoneal dialysis. Therapy was ongoing until the time of death. The patient was hospitalized for the peritonitis. Treatment information was not reported. Two hours after the onset of peritonitis, the patient passed away due to the peritonitis. An autopsy was performed with unknown results. No additional information is available at this time.